Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 9 colony forming units (cfus) of staphylococcus epidermidis and 2 cfus of corynebacterium tuberculostearicum. All channels were sampled. The device was then retested on 11feb2025 and tested positive for 1 cfus of staphylococcus hominis in the air/water channel and >50 cfus of klebsiella pneumoniae, serratia marcescens, and pseudomonas aeruginosa in the suction channel. In the auxiliary channel there was 6 cfus of serratia marcescens, 13 cfus of pseudomonas aeruginosa, and 13 cfus of pseudomonas spp. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device was returned to olympus for inspection. The complaint cannot be confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is "traced to user" which indicate that the adverse event is caused partially or wholly by the user of the device including sample handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.